Event description:
Patient reported a left side deflation with right side exchange with no complaints. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Yellow particles in device inner surface are observed. Creases are observed.

Event description:
Patient reported a left side "rupture". Later, healthcare professional reported left side deflation and exchange. Additionally, healthcare professional reported left side "hole, non-specific" and "rupture". Device has been explanted.

Event description:
Device has been explanted and replaced.